Manufacturer narrative:
It was reported that staff had difficulty inflating and deflating the balloon during use. Multiple trays were attempted; two failed to inflate inside the patient, and a third inflated outside but did not fully deflate. Fourth attempt was successful. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that staff had difficulty inflating and deflating the balloon during use. Multiple trays were attempted; two failed to inflate inside the patient, and a third inflated outside but did not fully deflate. Fourth attempt was successful.